Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing low blood pressure, loss of consciousness, irregular pulse and dizziness. It was mentioned that the upper tracking rate on the implantable pulse generator (ipg) was increased. The ipg device remains in use. No further patient complications have been reported as a result of this event.